Manufacturer narrative:
Concomitant medical products: 6947m55 lead, implant date: (B)(6) 2012; 5076-45 lead, implant date: (B)(6) 2012; dtmb1d4 crt-d, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited non-capture and high impedance. The lv lead was programmed off and subsequently capped. No patient complications have been reported as a result of this event.